Event description:
Patient was brought to cath lab as a stemi. During patients heart cath using ivus for examination the device malfunctioned, failed to capture images and became difficult to remove. Resulting in compromised flow within the patient's lad and circumflex.